Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the patient underwent a laparoscopic-assisted supracervical hysterectomy and bilateral salpingectomy on (B)(6) 2013 in which a morcellator was used and afterward experienced severe intermittent abdominal pain. During a subsequent procedure on (B)(6) 2016, doctors discovered several areas of endometriosis, which was attributed to the previous surgery using the morcellator.